Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient could urinate before the doctor gave him something. He was given potassium after surgery. Later that night, the patient couldn't urinate for a couple of days and nights. He was in pain and went to the ER. They put a catheter in and the patient was able to go home. The patient was still experiencing pain and returned. His urologist removed the catheter (foley). He was bleeding because of all the trouble of removing that foley. The patient was supposed to be using a coudé and not a straight. There was blood as a result this and the patient was given 6 units of blood. He had seizures due to so much blood loss due to anemia. The hospital staff commented that they did not suspect any device failure.